Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned device self expanding stent system (sess) found the stent implant was stationary on the stent holder between the markers. There was 1mm of the distal end of the stent exposed. There was no damage noted to the stent implant. The distal sheath was returned retracted 2.5mm proximal to the tip, which is consistent with attempted deployment. The handle lock was returned in the unlocked position. The handle slider was returned in the distal position and not retracted. An attempt was made to retract the handle slider but there was strong resistance and was not able to retract. Difficulty deploying a stent can be the result of, but is not limited to, manufacturing, anatomical conditions, deployment technique/handling, kinked shaft, damage to the device deployment mechanisms (handle components/shaft lumens). Based on the returned device analysis, it is possible that the dried blood and contrast noted in the shaft prevented the thumbwheel from rotating and the distal sheath from fully retracting; however, a conclusive cause for the reported difficulties could not be determined. The reported patient effects of bradycardia and hypotension, as listed in the potential adverse events section of the rx acculink carotid stent system instructions for use, are known adverse events associated with stenting procedures. A conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate any manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure, without predilatation, three rx accunet delivery systems could not be successively advanced to the intended site in the heavily tortuous, moderately calcified left internal carotid artery due to vessel tortuosity. An emboshield nav 6 was successfully used in the procedure. An rx acculink stent delivery system (sds) was advanced to the lesion but could not be deployed because the safety lock was difficult to unlock and once unlocked the handle kept sliding backwards. Reportedly, there was no partial stent deployment. The undeployed sds was easily removed and another rx acculink was successfully implanted in the target lesion. Reportedly, there was no clinically significant delay in procedure or therapy. Outside of the body, the first sds was intentionally manipulated and deployed. Additionally, transient bradycardia and hypotension occurred from manipulation of the vessel. Atropine, dopamine, and epinephrine were given in the cath lab and both resolved within 24 hours without sequela. The patient was discharged to home on (B)(6) 2012. No additional information was provided. Subsequent analysis of the returned rx aculink revealed one millimeter of the distal end of the stent was exposed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.